Event description:
It was reported that the patient presented to the emergency room with sharp chest pain two weeks after the implant of the implantable pulse generator and two pacing leads. Upon interrogation it was noted that there were small r-waves and high threshold. A pericardial and pleural effusion were diagnosed. A pericardial window was performed and a chest tube was placed. A lead revision was done and it was noted post-operatively that the r-waves and threshold were now measuring within normal range. The patient had worsening respiratory function and a chest tube was placed for the pleural effusion. A 700 cc of (B)(6) blood was drained. The patient's status never fully recovered and then developed coagulopathy causing the need for multiple blood transfusions and the patient developed a gastrointestinal bleed of unknown origin. The patient experienced hypocalcaemia and hypomagnesaemia following the transfusions. The patient deteriorated and developed renal failure with metabolic acidosis...

Manufacturer narrative:
(B)(4). The patient went into disseminated intravascular coagulation and hemorrhagic shock. The patient became ventilator dependent and died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the device was returned and analyzed and no anomalies were found. The patient went into disseminated intravascular coagulation and hemorrhagic shock. The patient became ventilator dependent and died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The patient went into disseminated intravascular coagulation and hemorrhagic shock. The patient became ventilator dependent and died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the device was returned and analyzed and no anomalies were found. The patient went into disseminated intravascular coagulation and hemorrhagic shock. The patient became ventilator dependent and died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.